Event description:
The customer reported that the left monitor would intermittently go dark. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.